Event description:
The customer reported that a loudspeaker fault was detected. A "speaker malf. Inop" was displayed and the intellivue mx450 patient monitor was not emitting sounds either. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that a loudspeaker fault was detected. A "speaker malf. Inop" was displayed and the intellivue mx450 patient monitor was not emitting sounds either. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.